Event description:
It was reported that a user of the ilet bionic pancreas did not announce a meal until about an hour after eating and subsequently experienced hyperglycemia with a blood glucose around 230 mg/dl and rising; the user contacted support and was advised not to announce late to avoid insulin stacking and informed that the system would deliver incremental corrective insulin. Investigation of this case revealed user error related to a missed meal announcement rather than a device malfunction. Symptoms included feeling ¿high.¿ outcomes included home management with continued monitoring and hydration, without medical intervention. It was concluded that the device operated as designed, and the event was attributable to use error for late meal handling resulting to hyperglycemia.